Event description:
It was reported that the patient had no stimulation sensation for over 6 months. A communication problem was reported. The patient programmer (pp) and recharger had not communicated with the implantable neurostimulator (ins) in over 6 months. The patient had not used the stimulator in over 6 months and she was not sure if the ins was dead or not and was wondering if she could meet with a manufacturing representative (rep) to get it going again. A couple years ago she was able to meet with a rep and he was able to get the ins going again. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-45, lot# v007087, implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 3487a-45, lot# v040894, implanted: (B)(6) 2009, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).